Event description:
An acute dialysis biomedical tech reported to fresenius medical care that during the last 17 minutes of a hospitalized pt's hemodialysis treatment, a leak was noted coming from the combiset. It appeared split. The treatment was stopped. A f/u call was placed to the dialysis unit administrator. According to the administrator, the line had a 'hairline split.' When she removed it from the blood pump, there was blood in the blood pump area. She reported she squeezed the tubing and 'it didn't squirt, it wept.' She referred f/u for add'l info to the hospital's risk department. A f/u call was placed to the risk manager. According to the risk manager, the estimated blood loss was 500ml. The pt was hospitalized an add'l day and had '2 lab tests' but did not require add'l medical intervention. The pt was discharged the following day and re-hospitalized for reasons unrelated to this event 'a few days later' and since, has had a 'good outcome.' The product is available for return but has not yet been sent. Medical records were requested verbally and refused.

Manufacturer narrative:
The actual device was returned to the manufacturer for analysis. Investigation of the sample confirmed the reported "hairline split." Visual inspection of the connector with a microscope found that cracks were present. Functional tests of five tubing from a different lot number were performed to try to duplicate the failure. It was determined that the connector cracked due to improper set up of the lines by the user. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The batch record review confirmed the labeling, material and process controls were within specification. (B)(4).

Manufacturer narrative:
The hosp risk manager reported a facility medwatch was submitted to the FDA. A copy of the facility medwatch has been requested but not yet received. The plant investigation is on-going. A supplemental medwatch will be submitted when new information is obtained.